Event description:
Noise on both ff and ventricular iegm channels with inappropriate vf detection and therapy delivered. The cause of the noise is uncertain at this time. Ventricular thresholds, impedances and sensing are all stable and within range since implant. Possibly due to emi. Device is at eri and scheduled to be replaced. During replacement, the rv lead will be inspected.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.